Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through the introducer hub of the deployment sheath. The filter system was exchanged for a new vena cava filter that was deployed successfully. There was no reported patient injury.